Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis; however,this incident contained patient effects with no allegation of a device issue. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported patient effect and the reported treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of a perforation is a known observed and potential patient effect as listed in the trek rx, coronary dilatation catheters, global, instruction for use. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a de novo, chronic total occlusion in the distal right coronary artery (rca) with moderate calcification and moderate tortuosity. A non-abbott guide wire was advanced to the lesion and a 2.5x20 mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated for the first time at 12 atmospheres (atm) for 21 seconds. Multiple pre-dilatations were done, all at 12 atm for 20-25 seconds. After the 4th and final inflation at 12 atm for 25 seconds, a perforation at the distal site was noted. The balloon was then re-inflated to 4 atm and held for 10 seconds; however, bleeding was still noted. The balloon was again re-inflated to 4 atm and held until the patient was sent to the operating room for emergency coronary artery bypass graft (CABG); therefore, there was a clinically significant delay in the procedure. The patient was in stable condition post CABG and was discharged from the hospital on (B)(6) 2015. No additional information was provided.